Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5vdc ps2 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot to a usable state. No pt or user injury was reported.